Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. The strip lot #d151113-1 was manufactured on nov. 13, 2015. We did not receive any smiliar complaints for this batch of strips. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4), received a call on 05/23/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 9:00am-10:00am. Patient called in stating that he started showing symptoms of panting, sweating, shaking, and feeling weak. Patient did not consume any food but only drank water up until the medical intervention. Patient stated that the reading on the prodigy meter at the time of the event was in the 200s(mg/dl). Patient's normal blood glucose reading around the time of day of the event is 66mg/dl. Paramedics were called and arrived at patient's home within 45 minutes. Paramedics performed a blood glucose reading on the patient with their meter but patient did not remember the actual results but that is was very low. Results. Patient ate a (B)(6) to raise his blood glucose level. Patient refused to be transported to ER by paramedics. (B)(64 sent replacement and prepaid envelope requesting return of suspect device.